Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. Results - 114 is based on evaluation of user facility information & the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of user facility information & the returned sample; 67 is based upon functional testing of the returned sample. One 6 fr angio-seal vip device was received for product. No other components accessory was returned for analysis. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. Analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present within the sheath and had not properly exited as intended. No other anomalies were noted. Functional testing was conducted. The deployment sleeve was moved into the forward lock position, the anchor at a distal tip of the carrier tube to become further exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, is likely caused by not placing the device cap in the full forward lock position and obstructions to the anchor posting to the distal tip of the hemostatic sheath. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician used an 8f angio-seal device to seal an access in the right groin of an 8f sheath. The physician had no resistance inserting sheath or removing the sheath. The angio-seal sheath went in easy as well as the insertion of the device itself. As the physician drew back on the device, the entire device came out of the access site completely intact. The anchor was never secured on the inside of the vessel wall. There was minimal blood loss, less than 250cc's. The staff had to hold manual pressure for successful hemostasis. The procedure outcome was successful. There were no injuries to the patient. The patient was in stable condition. Additional information was received january 29, 2019: a stroke procedure was being performed prior to use of the angio-seal device. A pre deployment angiogram was performed and looked good. The patient did fine from the procedure.